Event description:
It was reported the device exhibited a 'primary audible alarm background test' alarm. There was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a cracked top case, cracked bottom case, cracked plunger case, and a missing battery. A 'primary audible alarm bgnd test' alarm was found in the event history log. Functional testing was unable to duplicate the reported problem. Audio test was performed, and no problem found on speaker. The service history review identified no indication that the complaint was related to a service of the device within the review period.